Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure in the right common femoral artery (rcfa) was attempted using a proglide device via 7fr after a transcatheter aortic valve implantation (tavi) procedure. Reportedly, one proglide device was successfully placed. When placing the second proglide device, "the suture was left near the anchors, letting the knot pass and lack of suture that makes of the rail". An additional proglide device was used successfully and hemostasis was achieved with both proglide devices. The sutures of two proglide devices were successfully used in the left common femoral artery (lfca) to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.